Event description:
The manufacturer received information alleging particles in device, sore throat, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue particles in device, sore throat, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of patient harm or injury. On the previously submitted report, section b4 has incorrect report date (07/18/2022) , which should have been 08/02/2022. Section b4 has been updated/corrected in this report.